Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced difficulty loading a cartridge onto the pump. Reportedly, the customer attempted to load a cartridge but the cartridge would not fit properly on the pump. The customer's blood glucose was 123 mg/dl. The customer was able to successfully load a new cartridge.